Manufacturer narrative:
(B)(4).

Event description:
It was reported, that the receiver display occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge test was performed and failed, due to receiver won't turn on. Receiver boot test was performed and failed, due to receiver won't turn on. Functional test was not performed, due to receiver won't turn on. A touchscreen manual button test was not performed, due to receiver won't turn on. Device was not opened for internal inspection. The receiver log was not downloaded for review, due to receiver won't turn on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.